Event description:
Event description guidant received info that the pt with this device had died. The pt's family indicated a review of the medical records states there was inapropriate pacing with loss of capture. The device is part of an advisory population.